Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date : unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
A journal article was received from the journal of ophthalmology, dated 06-oct-2021, for "pure icl implantation: a novel ophthalmic viscosurgical device-free method". The article sited a study of 40 patients (80 eyes) of myopic patients, implanted with icl lenses. In the study for both eyes, one eye underwent traditional icl implantation and the other eye underwent ovd-free (pure) icl implantation. A rise in intraocular pressure (iop) was noted 2 hours after surgery in 8 eyes in the traditional group but none in the pure group. One patient in the traditional group suffered mild eye pain and corneal edema. The intraocular pressure was lowered by appropriate management. Within 24 hours, the iop had decreased in the 8 eyes. The lenses remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated they believed the cause was due to viscoelastic agent in the posterior chamber was not completely flushed. None of the patients had their icls removed or replaced. Intraocular pressure fluctuations were not observed in any of the procedures without viscoelastic agents. Claim # (B)(4).